Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported she's experienced hyperglycemia since (B)(6) 2013, and she believes the insulin delivery of the infusion device is inaccurate. Her blood glucose was 583 mg/dl at 9:10 p.m. And she felt sick, and she delivered approximately 18.0 units of insulin via the infusion device. Her blood glucose was "hi" at 10:01 p.m., and she delivered 15.0 units of insulin via syringe. Her blood glucose decreased to 540 mg/dl at 10:12 p.m., 452 mg/dl at 10:38 p.m., and 374 mg/dl at 11:30 p.m. Her blood glucose was 365 mg/dl at 12:33 a.m. On (B)(6) 2013, and she delivered 10.0 units of insulin via the infusion device. Her blood glucose was 331 mg/dl at 2:31 a.m., and she changed the cartridge and detected dampness in the cartridge compartment. Her blood glucose was 141 mg/dl at 7:30 a.m. She switched to a replacement infusion device and has not experienced further concerns. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The cartridge compartment of the insulin pump was visibly contaminated. The history showed that all programmed boluses were delivered as intended. The received unused cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications.